Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID on a galileo echo instrument.

Manufacturer narrative:
Customer reported event via email communication. After repeated attempts on (B)(4) 2014, (B)(4) 2014, immucor technical support unable to obtain any additional information from customer site.